Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) fecal incontinence. It was reported that the patient experienced some pain in her bottom. On (B)(6) 2018 additional information was received from the patient. Patient stated that on their right buttock cheek they felt a pain. Patient was unsure if the pain was caused by stimulation or not and stated that something was bothering them, they couldn't sit comfortably on a sofa or chair. Patient reported they turned the stimulation off on friday, (B)(6) and noticed the pain kind of went away a bit. The patient had an appointment with their healthcare provider on the (B)(6). The healthcare provider turned the stimulation back on. Patient stated they sometimes couldn't stand the pain and stated they took a pill, but it didn't go away. And also on (B)(6) 2018 additional information was received. Patient reported that they had a dr appointment on (B)(6) 2018 and the pain in their buttock and cheek went away. Patient also reported that they tried to use their programmer on (B)(6) 2018 and that the minute they held the programmer to the ins site, she got a big shock and it hurts. Troubleshooting included shutting down the ins and patient has an appointment with their health care provided on (B)(6) 2018. No further complications were noted or anticipate

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they just turned the device on and it shocked them and that the health care professional changed the device. No further complications were noted or anticipated